Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device history logs indicated sync being turned on/off multiple times and no qrs detect message and change leads message after the sync mode was turned on after the button was pressed. This claim has been closed as user error/device meets specification. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not go into sync mode. Complainant indicated that there was no patient involvement in the reported malfunction.